Event description:
Evaluate at customer request- it has been involved in a pt incident at the facility in 2008. The perfusionist stated that when the heart/lung bypass machine was transferred over the blender it gave an output of only 21% at any setting. Dials and indicators visually working. Perfusionist disconnected the air/o2 blender and utilized a tank of o2 to complete required case. There was not a pt injury as a result of this event. The incident has been reported by the hospital on a medwatch form under the safe medical device act.

Manufacturer narrative:
Customer stated that mixer had been overhauled/serviced by outside vendor, not the hospital department. Mixer evaluated and performance tested. Found to be out of calibration and overdue for factory overhaul. Customer agreed to overhaul.